Manufacturer narrative:
(B)(6). Approximate age of device - 1 year, 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.¿

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a repeated echo investigation with ramp test showing limited unloading of the left ventricle. Patient had significant recovery of left ventricle with ejection fraction around 40%. There is also very significant mitral regurgitation. Patient was admitted to the hospital and intravenous heparin was started. Patient is currently stable. No further information has been provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established during this evaluation. The current hm3 lvas IFU lists all potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on (B)(6) 2019 that the hospital evaluated the patient for potential surgical procedures; either an lvad explant with mitral valve regurgitation correction or a heart transplant. It was later reported that the patient was stable and dismissed to home care on (B)(6) 2019. No further information was provided.